Event description:
Customer reported an unexpected negative reaction when testing a patient sample on the echo. The sample resulted in a negative screen with capture-r ready-screen 3 (crrs 3) and a negative capture-r ready ID (crrid) extend I panel.

Manufacturer narrative:
Review of the camera images of crrs 3 assay shows negative reactions with all three cells. Cell 1 was the only k positive cell on the screen and was heterozygous for k. Visually this reaction appears negative with a very light pink background and tight negative button. The positive control well appears as expected. Review of the crrid extend I panel shows negative reactions with all cells. Visually all reactions appear negative. Cell 6 was the only k positive cell on the panel and was heterozygous for k. Visually this reaction appears negative with a very light pink background and tight negative button. The positive and negative control wells appear as expected. Confirmed the reactivity of the k antigen on retention crrs (3), lot r062, and crrid extend I, lot dp037, with anti-k. These were the same lots used by the customer. The customer did not return product or patient sample for further serological testing.